Manufacturer narrative:
Insulin pump received intermittent button response due to flattened down button dome switch. No ramping numbers anomaly noted. Insulin pump received with minor scratches on display window and cracked case display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Was reported by the customer that buttons on the insulin pump was getting stuck. Customer's blood glucose level at the time 106mg/dl. Advised insulin pump would be replaced. No additional information is provided.